Event description:
It was reported the light source displayed error e207. The issue occurred during preparation for use for a diagnostic cystourethral examination. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the emergency lamp. Olympus will continue to monitor field performance for this device.